Event description:
It was reported that there was a jump in a shock lead impedance (sli) measurement, from about 90 ohms to about 125 ohms. Data indicates that there have been occasional jumps, over the past year. The health care professional (hcp) was going to follow-up with the patient. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.